Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. A sample evaluation was not conducted as the actual device involved was discarded by the reporting facility. The same reporting facility reported a similar incident involving the same patient and the same lot number. The sample was evaluated for this incident. See mfg. Report #6000001-2007-01145. A batch review has been conducted on lot number 04n011 which revealed that the lot passed all release criteria. Based on the information provided by the reporting facility, a medical assessment was conducted by baxter's medical director. The assessment determined that this incident did not result in a serious injury. The manufacturing facility has been made aware of this report through our complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.

Event description:
A customer reported an overinfusion incident involving a baxter folfusor sv. It was reported that a patient was administered 5fu (5-flourouracil) in 16 hours instead of the expected 48 hours. The device was filled with 24 ml of 1200mg of 5fu diluted with sodium chloride (nacl) for a total fill volume of 96 ml. The device was then attached to the patient's healthport before the patient was sent home. When the patient returned to the hospital after the 16hrs of infusion, he complained of having increased nausea and vomiting during the administration of his chemotherapy.